Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose level was 351 mg/dl at the time of incident and the current blood glucose level was 402 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose was nausea. Customer states that when the patient was changing the infusion set the blood glucose level goes to change according to 342 mg/dl, 324 mg/dl, 412 mg/dl, 419 mg/dl. Patient blood glucose level was 391 mg/dl at the time of incident and the current blood glucose level was 360 mg/dl. Customer feels fine now after reporting the symptoms. Customer don¿t want to be troubleshoot for the high blood glucose. The insulin pump will not be returned for analysis.